Manufacturer narrative:
Although the suspect device has been returned, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used on three days earlier. According to the complainant, the clip would not open or close after coming out of the sheath. Another resolution clip was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".